Manufacturer narrative:
Analysis of the lead (B)(4) revealed no anomaly found.

Manufacturer narrative:
¿Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.¿

Manufacturer narrative:
Concomitant medical products: product ID: 3058, serial# (B)(4), implanted: (B)(6) 2014, product type: implantable neurostimulator. (B)(4).

Event description:
The healthcare provider (hcp) reported a lead was used to replace an existing lead during a replacement procedure. After being implanted, the patient had proper motor response. When the lead was connected to the implantable pulse generator (ipg), multiple bad impedance values greater than 4000 ohms were seen. After multiple tries, the lead was tested again for proper motor response, which was no longer obtained. The lead was explanted and a new lead was implanted. Proper motor response was achieved and good impedance values were confirmed. Stimulation amplitude and pulse width had been changed with the clinician programmer and the ipg and lead connection had been checked multiple times to troubleshoot. When tested again with the j hook, this was when the lack of motor response that originally was present at levels below 1 amp was noticed. The issue was resolved and the patient was alive with no injury. Relevant medical history included urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The lead was going to be returned for analysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.